Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a sternotomy procedure, the blade broke. It was also reported that the missing tip was recovered and there were no adverse consequences as a result of this event.

Event description:
It was reported that during a sternotomy procedure, the blade broke. It was also reported that the missing tip was recovered and there were no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a sternotomy procedure, the blade broke. It was also reported that the missing tip was recovered and there were no adverse consequences as a result of this event.